Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. During the implant procedure for this cardiac resynchronization therapy defibrillator (crt-d), left ventricular (lv) lead noise was observed. The physician tried disconnecting/reconnecting the lv lead, but the noise persisted. It was noted that the patient had a spinal cord stimulator (scs) and the patient was small (100 lbs). The scs device was turned off, which resolved the issue. There was no evidence of pacing inhibition, and the procedure was completed without any further issues. This crt-d system remains in service. No additional adverse patient effects were reported. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of user used incorrect product for intended use was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to intentional off-label, unapproved, or contraindicated use.

Event description:
It was reported that during the implant procedure for this cardiac resynchronization therapy defibrillator (crt-d), left ventricular (lv) lead noise was observed. The physician tried disconnecting/reconnecting the lv lead, but the noise persisted. Technical services (ts) discussed troubleshooting options and possible causes. It was noted that the patient had a spinal cord stimulator (scs) , and it was noted that the patient was small (100 lbs). The scs device was turned off, which resolved the issue. This crt-d system remains in service. No additional adverse patient effects were reported. Additional information received reported that there was no evidence of pacing inhibition, and the noise was resolved after turning off nearby medical equipment. The procedure was completed without any further issues. This crt-d system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure for this cardiac resynchronization therapy defibrillator (crt-d), left ventricular (lv) lead noise was observed. The physician tried disconnecting/reconnecting the lv lead, but the noise persisted. Technical services (ts) discussed troubleshooting options and possible causes. It was noted that the patient had a spinal cord stimulator (scs) , and it was noted that the patient was small (100 lbs). The scs device was turned off, which resolved the issue. This crt-d system remains in service. No additional adverse patient effects were reported. Additional information received reported that there was no evidence of pacing inhibition, and the noise was resolved after turning off nearby medical equipment. The procedure was completed without any further issues. No additional adverse patient effects were reported.

Event description:
It was reported that during the implant procedure for this cardiac resynchronization therapy defibrillator (crt-d), left ventricular (lv) lead noise was observed. The physician tried disconnecting/reconnecting the lv lead, but the noise persisted. Technical services (ts) discussed troubleshooting options and possible causes. It was noted that the patient had a spinal cord stimulator (scs) , and it was noted that the patient was small (100 lbs). The scs device was turned off, which resolved the issue. This crt-d system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event details. At this time, no further information is available. Should additional information become available this report will be updated.